Event description:
Spontaneous call from pt regarding pump malfunction, stating that his pump stopped last night. Pt has backup pump available. No alert sound at night. Some changes in breathing reported, tolerating otherwise. No further info provided. Did the pt have a backup device they were able to switch to? Yes. Was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes. If yes, was any medical intervention? No; is the actual device available for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.